Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/27/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage; however, the audio bolus button was found to be torn. The down arrow, ok, and contrast keypad buttons respond normally when pressed. The up arrow keypad button responds intermittently when pressed. All keypad buttons have normal spring back or click. The keypad was removed for investigation revealing contamination under all the button contacts.